Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The cosmetic defect found was lcd screen damaged. Additionally, the patient¿s complaint was confirmed, and the device was corrected. Foam particles inside the blower kit were found in contamination findings. The device's event log was reviewed by the service center and error code found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.